Event description:
It was reported the apeel introducer system was used to introduce a left ventricular lead into the coronary sinus via the subclavian vein. After successful placement of the lead in the coronary sinus, the physician carefully began to peel the apeel introducer. After peeling off approximately 2/3rds of the sheath, both sides of the peeled section broke at the intersection of the unpeeled and peeled area. This section was located in the pectoral pocket between the skin and the puncture of the subclavian vein (outside the vein). A scalpel and scissors were used to complete the peeling process; no surgical intervention was required.